Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material separation was confirmed. The reported inflation issues could not be confirmed due to the condition the device was received for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material separation. The reported inflation problem appears to be related to operational context of the procedure as it is likely the reported material separation caused the reported inflation problem. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The indeflator referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a proximal ramus artery. A 2.5x15mm xience xpedition stent was loaded onto a sion guide wire and placed at the lesion. A priority pak 20/30 indeflator was used to inflate the xience xpedtion, as inflation was initiated, but the stent-balloon failed to inflate. Additionally, the indeflator showed no pressure increase on the dial. Negative pressure was then applied and blood was noted backing up into the indeflator port. It was then noted that the proximal shaft was broken. The entire delivery system was removed as a single unit. Devices were exchanged with new ones including a 2.5x15mm xience stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.